Event description:
As reported by the user facility: dr. Tried to put on an external pacemaker, therefore, dr. Inserted this sample into cardiovascular and attempted to perform the pacing, but couldn't perform the pacing. Then dr. Checked the conductivity on this sample, it was no less than 2500 ohm. Received strong protest from dr because this event happened during emergency operation. No additional information was available upon request.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The unit did not pass proximal continuity testing. Microscopic examination of the unit indicates that the unit was not correctly soldered to the electrode. Microscopic inspection shows minimal surface solder, not enough to maintain continuity after manipulation.